Manufacturer narrative:
The revision surgery will be performed on the (B)(6) 2016. On (B)(6) 2016 the patient matched department performed a patient match review on this case and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Batch reviews performed on (B)(6) 2016. Lot 145973: (B)(4) items manufactured and released on 23 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 1/10 mm right, code (B)(4), lot. 144262 (k121416), (B)(4) items manufactured and released on 03 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 1 right, code (B)(4), lot. 083800/t (k090988) just (B)(4) item manufactured and released on 13 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. Not yet explanted.

Event description:
Revision scheduled for the (B)(6) 2016 due to stretching and flexion deficit caused by suspected arthrofibrosis.

Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: revision surgery performed on (B)(6) 2016 due to arthrofibrosis: tibial plateaux and insert were explanted. Patient details includes: (B)(6).